Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a discrepant low result for 1 patient sample tested for sodium (na) on a cobas 6000 c (501) module. The initial na result was 112 mmol/l from the c501 module. The sample was repeated on a blood gas analyzer with a result of 137 mmol/l. The customer repeated the sample on the c501 module and the result was 135 mmol/l. It is not known if the erroneous result was reported outside of the laboratory. There was no allegation that an adverse event occurred. The week of (B)(6) 2018 the na electrode was replaced along with the ise probe, the pinch valve tube and the sipper tube. On (B)(6) 2018 the field service engineer (fse) was onsite and identified a leaking solenoid valve between the reference electrode and the kcl solution bottle and replaced it. The instrument has been working fine with no issues since the service visit. The investigation determined the event was due to the leaking solenoid valve identified by the fse.